Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose reading was 198 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.